Event description:
Customer called and stated that they had a bravo capsule that failed to attach. The capsule was still attached to the delivery sys.

Manufacturer narrative:
No patient injury has occurred following this incident.